Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during surgery to treat a trochanteric femoral fracture on (B)(6) 2017 the surgeon drove several times when he inserted a guide wire in femoral head and the guide wire didn¿t go through the middle of a protecting sleeve. The drill bit interfered with a proximal femoral nail antirotation (pfna nail). The surgeon left as it is and inserted a blade but the blade interfered with the nail so he extracted the blade once and reamed using a reamer. Then he inserted the blade again and turned an impactor clockwise, nevertheless he couldn't lock the blade and moreover he couldn't remove the impactor. As he checked with the image, it seemed like a shaft portion of the blade itself span around in the nail portion. He hit the impactor with a hammer in the opposite direction. However he couldn't pull the impactor out. Eventually he turned the inserter with pressing the shaft potion of the blade and locked the blade so that he was able to remove the impactor. There was a surgical prolongation of 20 minutes reported. There is no information available about patient and surgical outcome. Concomitant devices: 1x unk hammer, 1x unk reamer. This report is 1 of 1 for (B)(4).